Event description:
Nurse reported that the customer was hospitalized due to a low blood glucose level. Blood glucose level at the time of admission was 38 mg/dl. Customer was administered a glucagon shot by paramedics prior to being transported to the hospital. Blood glucose level at the time of the call was 38 mg/dl. Nurse reported that the insulin pump's reservoir was empty and it had been changed earlier. Review of the insulin pump's history showed that several boluses were delivered which the customer reportedly did not program. No further information was provided.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device passed the volume accuracy test.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No unexpected boluses noted during testing. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.(B)(4).